Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed power on reset parameters. The save to disk file s2d file (B)(4) had partial reset counter equal to 1, fw reason hex equal to 0000, wd reason hex equal to 01, and reset wd reason equal to wdto status on (B)(6) 2012.

Event description:
It was reported that during a regular follow up, it was found that the device had a reset. A restore procedure was performed and the device remains in use. No patient complications have been reported as a result of this event.